Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a generator replacement due to erosion. The left ventricular (lv) and right ventricular (rv) leads were also explanted, but with no allegation of any issue. The leads have not been received for investigation. The system was replaced with a new crt-p that was placed on the other side for the patient. No additional adverse patient effects were reported.